Event description:
It was reported that the blood culture media of the bd bactec¿ peds plus¿/ f culture vials (plastic) was too thin, washing off the slides and decolorizing when stained. As a result, the instrument detected growth when no organisms were located on the slides. There was no report of patient impact. The following information was provided by the initial reporter: "customer finds that instrument detection/subculture and gram stains do not correlate with use of bactec blood culture vial media. Customer alleges media is too thin, washes off of the slides, and easily decolorizes." "Instrument detects growth, subcultures grow, techs are not located any organisms on slides. Customer relays that the qc slides are performing adequately." "Customer alleges blood culture vial media is too thin and is very easily over decolorized when staining."

Manufacturer narrative:
H6: investigation summary: bd was unable to reproduce customer¿s experience with bactec product. Satisfactory results were obtained from retention samples when tested for stainable. Batch history record review did not identify any evidence for which the customer submitted the complaint. A complaint history review was conducted and only the current complaint was found relating to the incident lot number and the ¿as reported¿ defect code. Formulation of bactec product have not changed. Complaint is unconfirmed based on retention samples and batch record review results. Product insert warnings and precautions sections states that prior to use, each vial should be examined for evidence of contamination such as cloudiness, bulging or depresses septum, or leakage. Vials showing evidence of contamination should not be used. Also prior to use, the user should examine the vial for evidence of damage or deterioration. Vials displaying turbidity, contamination, or discoloration (darkening) should not be used. The specimen must be collected using sterile techniques to reduce the chance of contamination. Users are cautioned in the package insert under limitation of the procedure: ¿a gram-stained smear from culture medium may contain small number of non-viable organisms derived from media constituents, staining reagents, immersion oil, glass slide and specimens used for inoculation. No corrective actions were required. A cross functional team continually monitors all product complaints for trends and determines if any additional actions are necessary beyond the current investigational process. H3 other text : see h10.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the blood culture media of the bd bactec¿ peds plus¿/ f culture vials (plastic) was too thin, washing off the slides and decolorizing when stained. As a result, the instrument detected growth when no organisms were located on the slides. There was no report of patient impact. The following information was provided by the initial reporter: "customer finds that instrument detection/subculture and gram stains do not correlate with use of bactec blood culture vial media. Customer alleges media is too thin, washes off of the slides, and easily decolorizes." "Instrument detects growth, subcultures grow, techs are not located any organisms on slides. Customer relays that the qc slides are performing adequately." "Customer alleges blood culture vial media is too thin and is very easily over decolorized when staining."